Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of capsular contracture was received on june 12, 2024, with lot number 2093905. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation, crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture, baker grade IV diagnosed via ultrasound and palpation. The device has been explanted and replaced.

Event description:
Patient reported right side capsular contracture, baker grade IV diagnosed via ultrasound and palpation. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/jul/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, a6, b5, e3.

Event description:
Patient reported right side capsular contracture baker grade IV diagnosed via ultrasound and palpation. The device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported right side capsular contracture, baker grade IV diagnosed via ultrasound and palpation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Photos of the explanted device have been received; evaluation yet to begin. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV diagnosed via ultrasound and palpation. The device has been explanted and replaced.